Manufacturer narrative:
It was reported that left hip revision surgery was performed due to unexplained persistent pain, elevated cobalt and chromium levels from failed left hip resurfacing arthroplasty consistent with metal-on-metal wear. The bhr cup and bhr head were removed during surgery. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. All documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. This patient underwent a left bhr revision 7 years post-implantation due to reported persistent pain and metallosis. The surgical reports state there was a work up which showed a relatively vertical acetabular component; elevated cobalt chromium levels (co 35, cr 21.9, no units provided); and an MRI which showed evidence of what appeared to be an effusion with extension to a pseudocyst around the greater trochanter. However, preoperative markers were normal, and aspiration of left hip was negative for growth. During the procedure, tissue samples were obtained and sent for pathology. Prior to implanting the acetabular component, the pathology results returned positive for acute inflammation. The decision was made to insert an antibiotic spacer, and return for conversion to the final implants when it was deemed there was no infection. Upon returning for removal of the spacer and revision/conversion of the bhr, the report notes that intraoperatively there was significant arthritis over the femoral head and acetabulum and had significant osteophytes. Competitor devices were implanted, and the incision was thoroughly irrigated using antibiotic solution. Neither supporting intra-op findings/images nor pathology/lab results were provided to confirm the reported elevated cobalt and chromium levels. The clinical symptoms of the reported elevated cobalt/chromium levels and metallosis may be consistent with an adverse reaction to metal debris, but this cannot be confirmed based on the information provided. The source of the reported elevated cobalt and chromium levels and metallosis cannot be determined but it is noted in the report of "relatively vertical" cup. No images were provided to determine if there was migration vs. The original implantation angle. The device was not returned to determine if there was abnormal wear. The future impact to the patient beyond the revision cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that patient underwent left hip revision surgery due to unexplaned persistent pain, elevated cobalt and chromium levels from failed hip resurfacing arthroplasty consistent with metal-on-metal wear. A potential infection was noted. Revision surgery was 3-step procedure which involved placement of antibiotic spacer on (B)(6) 2016, irrigation and debridement with application of wound vacuum on (B)(6) 2016 and conversion to total hip (B)(6) 2016. Per report during revision surgery evidence of a pseudocapsule on the posterior aspect of the hip was found.